Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm a device malfunction. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor penile prosthesis (app) cylinders, pump and tubing were visually inspected and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. One cylinder had broken fabric threads in the cylinder body. A fluid leak was present in the inner tube between fabric and the inner tube. The tubing was worn down to the filament. No damage was identified in relation to the pump. Product analysis concluded that identified fluid between fabric and the inner tube could affect the functionality of device and likely caused or contributed to the reported clinical observations. Labeling review: a labeling review was performed and according to the IFU (instruction for use), there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an ambicor penile prosthesis (app) due to unspecified reasons. A patient outcome was not reported. The device was returned and analysis of the returned device identified a product malfunction.